Manufacturer narrative:
Common device name and device product code was unknown. The catalog number and serial number were unknown. PMA/510(k) number was unknown the manufacturing location was unknown. The device manufacture date is unknown. The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 3 of the same event. It was reported that during an unspecified spine surgical procedure, it was observed that it was difficult to remove the cutter device and sleeve device from the attachment device. The burr device and sleeve device were eventually removed. According to the report, the event occurred towards the end of the case. There were no delays to the surgical procedure. Spare devices were not needed and the case was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.